Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code went unaddressed and the AED's battery depleted. Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service. As a follow-up with the customer, the proper maintenance of this device was reviewed.